Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4 lot no- correction. D4 expiration date- correction. Primary UDI number- correction. G3: date received by manufacturer - additional. H2: additional information/correction.

Event description:
Subsequent to the initial MDR, a correction is required.